Manufacturer narrative:
A steris service technician inspected the processor found that the recirculation pump, drain pump, gaskets on both pumps, fuse, and contactor (which was damaged from the water leak) required replacement. The technician repaired the processor, ran a test cycle and confirmed the unit to be operating properly. No additional issues have been reported. The unit was manufactured in 2007, and is under a maintenance agreement with steris. The cause of this event is most likely attributed to wear and tear from normal usage.

Event description:
The user facility reported that water was leaking from their reliance eps. No report of injury.